Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer was unable to calibrate the fiber optic sensor. After several attempts to zero the customer attempted to zero the central lumen. But were unsuccessful until they disconnected the fiber optic cable. Zeroing was done and hemo-dynamics were present. The insertion site was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: evaluation method codes, historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer was unable to calibrate the fiber optic sensor. After several attempts to zero the customer attempted to zero the central lumen. But were unsuccessful until they disconnected the fiber optic cable. Zeroing was done and hemo-dynamics were present. The insertion site was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.